Manufacturer narrative:
The impacted product was received by the failure analysis lab on 1/22/2020. The investigation of the returned device was completed by the failure analysis lab on 1/28/2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced deflation and developed capsular contracture. During the visual evaluation of the sample a crease was found on the posterior view. Within crease a tear measuring approximately 0.1 cm was noted. The evaluation determined that the rupture is consistent with a crease fold rupture these kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under inflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient who underwent primary breast augmentation with an unknown textured 375cc saline prosthesis experienced left sided baker grade ii capsular contracture and deflation post procedure. The capsular contracture was noted on (B)(6) 2019, and the deflation was discovered by the physician during explant surgery on ''(B)(6) 25019''. The explant surgery was performed to relieve the capsular contracture.